Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger analysis of the recharger, model 97755, s/n (B)(6) found recharge antenna failure - no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it had been taking longer and longer to charge the implanted neurostimulator, starting at least a month ago. Patient said they would plug controller into ac power and controller would show 100%, but when trying to connect with recharger, they would get no device found, screen 79 (batteries empty),poor recharge quality, and zeros on the passive recharge screen. Patient also said the last couple days, the cord would get real hot where the cord went into the paddle. Patient then said this morning, they couldn't charge at all. An email was sent to the repair department to replace the recharger. Patient mentioned they had to have an emergency replacement in 2018, see previous case history. Agent sent new address and hcp to prs. Pt reports that they got replacement rtm, but its still difficult to keep the connection, and the screen will go blank "and have a buzzing sound" when charging. They also see the controller battery empty even when its full. Emailed repair to send replacement controller. Case reopened & reassigned to send follow-up email and add secure note. Patient called back and stated first they received a replacement recharger then they received the controller, and they were able to recharge one time before it stopped working again. Patient stated that the controller will just sit on "checking the recharger" and never go further. Patient noted they sat like that all night because they were waiting at the emergency room for their husband, and they noticed that the implant did charge 30% even though the screen never advanced to the charging screen. Patient was trying to charge again during the call and was sitting on the checking the recharger screen. Agent had patient reset the controller and check the connection pins for damage; patient confirmed no damage. Patient cleaned the controller and recharger pins. Patient unlocked the controller and saw the controller battery was 100% full and the implant battery was empty. Patient connected the recharger and saw checking the recharger. The screen would not advance. Patient compared the recharger plug to the ac power supply plug and confirmed they both looked the same and felt the same when plugged into the controller. The issue was not resolved. An email was sent to repair to replace the controller and battery pack.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.